Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial (ra) lead exhibited low pacing impedance. No intervention was performed. The physician elected to monitor ra lead. The patient was in stable condition.